Manufacturer narrative:
Additional information was received that there will be no further information provided by the bsn regarding the explant.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70, serial #: (B)(6), description: artisan surgical lead, 70cm.